Manufacturer narrative:
(B)(4) the clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgeon reported that a laser vision correction patient presented with diffuse lamellar keratitis (dlk) in both eyes at 1 week post op. Date of surgery (B)(6) 2015. No flap rinse done. Best corrected visual acuity (bcva): pre-op 20/20- right 20/25 left. Postop 20/40 right 20/25+ left. Patient was seen on (B)(6) 2015 uncorrected visual acuity 20/15 right eye and 20/25 left eye. Dlk improving.